Event description:
Additional information was received indicating there was one pass made with the solitaire prior to the separation. After the product was flushed outside the body and delivered to the microcatheter, the delivery was abnormal. After removal, it was found that the stent delivery rod was deformed and then was replaced with a new embolectomy stent to continue the embolectomy operation. The solitaire device was not torqued or repositioned during delivery or retrieval. The patient did not have vessel stenosis proximal to the thrombus site. The microcatheter tip did not cover the solitaire device proximal marker during the attempted retrieval. The characteristics of the clot were not disclosed. An additional device was not required to retrieve the stent.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient's weight was reported.

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-78210), ruler (m-83361), camera (panasonic lumix dmc-zs5) as found condition: the solitaire fr revascularization device was returned for analysis within a shipping box and within a sealed plastic biohazard pouch. The rebar-27 micro catheter used in the event was not returned for analysis. Visual inspection/damage location details: no damages or irregularities were found with the solitaire fr pusher. The marker coil was found intact and unstretched. No damages or irregularities were found with the attachment zone. The solitaire fr stent was found kinked at the non-working (teardrop) length strut. A break was also found on the non-working length strut. No damages or irregularities were found with the working length strut and the finger markers. Testing/analysis: the broken stent was sent out for sem analysis. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿separation¿ was confirmed. Per sem results: ¿the fatigue cracking initiated from multiple points along the wire outer surface. Multiple secondary cracks are visible on the wire outer surface. The rest fractures failed via overload.¿ possible contributors for separation are patient stenosis, patient vessel tortuosity, patient has another stent that could have contributed, user makes more than 2 passes, or new micro catheter was not used with each solitaire. Customer reported vessel tortuosity as normal, devices were prepared per IFU, only one pass was made with the solitaire prior to separation, device was not torqued/repositioned, and no vessel stenosis. As the rebar-27 microcatheter used in the event were not returned for analysis, any contribution of the micro catheter towards the resistance and the separation could not be determined. The rebar-27 micro catheter is compatible for use with the solitaire fr stent device. There was no indication that the event was related to a potential manufacturing issue. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a solitaire stent that detached unintentionally. The patient was undergoing an emergency thrombectomy procedure. Vessel tortuosity was normal. It was reported that the solitaire and accessory devices were prepared as according to the instructions for use (IFU). The package was opened and the solitaire was taken out. When the stent was released and flushed, it was found that the stent detachment point was separated. The device was removed and replaced to complete the procedure. There was no harm or injury to the patient. Ancillary device: rebar 27 catheter.